Event description:
It was reported that three lifepak 20 devices failed to detect a patient connection via the quik-combo therapy cable with four different set of electrodes. The devices were reported to display dashed lines and alerted "paddles lead off" message. The three devices that were involved in the incident are (B) (4), (B) (4) and (B) (4). Customer used three (B) (4) quik-combo and one (B) (4) electrodes brand. Following the unsuccessful attempts to connect to a patient, the end user tested the defibrillators quik-combo therapy cables with a test plug and found no problems. During this time, the end user switched to hard paddles and successfully delivered five shocks to the patient. The delay in providing defibrillation therapy while troubleshooting the problem was significant. The patient was not resuscitated. A clinical review of the reported event by physio-control determined that the device use may have contributed to the patient's outcome since a need for defibrillation was confirmed by ECG evidence but provision of defibrillation was delayed greater than 30 seconds. This medwatch report addresses (B) (4). Please refer to medwatch #3015876-2010-00368 and #3015876-2010-00369 for the other two devices.

Manufacturer narrative:
(B) (4). Physio-control evaluated all three devices and was unable to neither confirm nor duplicate the reported problem. Physio confirmed proper device operation through functional and performance testing and returned all devices to the customer for use. A clinical specialist attributed the cause of event to be use error since the event log showed a shockable rhythm and the end user did not utilize the available hard paddles until 20 minutes had elapsed. Additionally, the facility biomed evaluated all three devices following the event and found no device failures. Customer's investigation concluded that the patient was most likely in a physiologic state that would not allow the electrodes to read a normal level of impedance (most likely severe acidosis). Therefore, when the electrodes were attached to the patient, the device did not detect the placement to provide the treatment.